Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise reported as high ventricular rate episodes on their right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable.